Event description:
The customer reported the system displayed a ¿generator error¿ error message. This message requires the system to be rebooted. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.